Event description:
It was reported that during deployment of a vena cava filter, the filter became stuck in the delivery sheath. Additional force was applied to complete the deployment, however, the filter was deployed sideways in the ivc. There were no attempts to remove the filter. No patient injury was reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.